Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead measured high shock impedances. All other lead measurements were acceptable.